Manufacturer narrative:
One device was received for evaluation. Functional testing and visual inspection confirmed the customer's report of a system fault and syringe port damage. The root cause was identified as a defective motor and housing damage. To resolve the issue, the motor and rear housing were replaced. After the repair, the device passed all functional tests successfully. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was alarming with a blank screen, syringe port damage. Found during testing. No patient involvement.